Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the bag tore. Specimen fell into patient cavity and some content spillage. The bag burst at bottom seam when under minimal pressure. Ripped seam held together with graspers and removed from cavity then heavily irrigated and suctioned.